Event description:
It was reported that, following implantation, high impedance was observed on the day of surgery with irregular impedance readings of 40 ,000 ohms on contacts 0¿3 and 8¿11, and loss of stimulation was reported. Post-operatively, it was observed that ¿half of both l eads¿ showed a red status despite the leads being reported as having a good connection at implant when the physician screwed in the leads. Troubleshooting was performed by attempting the connection again and repeating an impedance check. The issue was ongoing and unresolved, the cause was not known, and the devices remained implanted and in service. No patient injury was reported. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.